Event description:
It was reported that lead perforation was observed in the apex of the right ventricle. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead tip stiffness testing was within product specification.